Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that when trying to clip vessels, the doctors were seeing improper clip formation and complained the clip would not stay in the jaws of the instrument. It is unknown how the case was completed. There was no consequence to pt.